Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Event problem codes: (B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. No physical evaluation could be conducted, as the product was not explanted. The device history records were reviewed for the lot, which the part originated from, and found conforming to the requirements at the time of manufacture. This is the only report received of any nature for the product lot number involved. These screws are used for treatment. The screw allegedly fractured after almost 1 year in-vivo. The length of time the screw was in-vivo prior to fracturing would indicate the calcaneus fracture may not have healed. These implants are designed for temporary internal fixation. The package insert refers to the screws as temporary internal fixation devices, and warns that "complications and/or failure of implants are more likely to occur in patients with unrealistic functional expectations, heavy patients, physically active patients, and/or with patients that fail to follow through with the required rehabilitation program. Physical activity or trauma can result in loosening, wear, and/or fracture of the implant. The patient must be instructed about all postoperative restrictions, particularly those related to occupational and sports activities and about the possibility that the device or its components may wear out, fail, or need to be replaced. The implant is not as strong, reliable, or durable as natural, healthy bone, and will fail under normal weight bearing or load bearing in the absence of complete bone healing." There was an attempt to obtain the adherence to rehabilitation protocol with no success. Based on information provided, the most likely cause of the mini magna-fx screw fracturing is fatigue caused by an extended period of time that the screw was being loaded.

Event description:
It was reported that the patient underwent a revision due to a broken screw. However, the small fragments of the screw were not removed.